Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery. Landing zone: distal: 5.1 mm and proximal 4.0 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was normal. It was reported that after angiography, performed 2d calibration of navien tip end diameter, and then measured the blood vessel. The diameter of the inner cervical end of the distal anchor point was 5.1mm, and the diameter of the horizontal segment of the cavernous sinus at the proximal landing point was 4.0mm, and the length was 20mm. For safety reasons, theped-500-20 dense mesh stent was selected for implantation. The access used 6f-90 long sheath + 5f115navien. Pushed the phenom 27 stent catheter through the guidewire to the m2 segment and withdrew the guidewire. Unpacked the stent and performed high-pressure infusion to hydrate until 10 drops of water were released. After tightening the delivery sheath against the phenom 27 hub port, delivered the stent to the m2 segment stent catheter and then opened its tip end. Opened the tip end of the stent by about 2mm and it was in good condition. Locked the y valve and pulled back to anchor. When the stent was released to the aneurysm mouth in c7 segment of internal carotid artery, the wall adhesion of the tip end of the stent was observed under fluoroscopy. It was found that the opening of the stent was abnormal. The y valve was locked and pushed and pulled repeatedly, but the wall adhesion of the stent did not improve. It was considered that the stent itself may have product quality issues, so the surgeon considered replacing the stent and microcatheter or changing the surgical treatment plan, and finally chose stent-assisted aneurysm embolization. It was reported the pipeline failed to open in the distal section. The pipeline was not placed in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 catheter, navien catheter, and 6f 90 long sheath.

Event description:
Additional information was received stating that the resistance occurred in the distal end of the catheter. There was no damaged noticed to the pipeline pushwire or the catheter.

Manufacturer narrative:
H3: analysis of the pipeline stent revealed that the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. However, the proximal end of the braid fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 2hen the tip end of the stent was pushed out 3-5mm, the resistance was obviously large and it could not be opened after being pushed out.